Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of inner light post was loose, and the outer light post was stuck on was confirmed. Based on the results of the investigation, it is presumed that the issue occurred due to excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unknown laparoscopic procedure.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope inner light post was loose and the outer light post was stuck on. The issue occurred during an unknown laparoscopic procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm or injury.